Event description:
A customer reported a delivery delay with a replacement adc device. The customer initially reported a fast-draining battery issue and a replacement device was ordered however, the customer called back to report that they did not receive their replacement order. Due to the delivery delay, the customer felt sick and experienced sweating and a loss of consciousness. The customer was transported to the emergency where a blood glucose reading of 67 mg/dl was obtained and glucose and serum were administered for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The customer initially reported a fast-draining battery issue and a replacement device was ordered however, the customer called back to report that they did not receive their replacement order. Due to the delivery delay, the customer felt sick and experienced sweating and a loss of consciousness. The customer was transported to the emergency where a blood glucose reading of 67 mg/dl was obtained and glucose and serum were administered for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged to the usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The usb/charging cable is visually inspected and no issues was observed. The power adapter is visually inspected and no issues was observed. The reader was de-cased and placed into the text fixture to download the log. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.